Event description:
It was reported that the patient received inappropriate shocks due to oversensing of atrial fibrillation. The lead was explanted and replaced. Patient condition was good after the event with no further oversensing of atrial activity.

Manufacturer narrative:
(B)(4).